Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the diseased right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional ablation procedure. Reportedly, something didn't seem right during deployment. The suture came out of the artery. Manual arterial compression was used to achieve hemostasis. Weeks afterward the patient experienced pain in the groin. An ultrasound was performed with no issue noted. Pain continued and another ultrasound was performed showing a thrombus. The patient was readmitted on (B)(6) 2019 and surgery was performed on the right common iliac where a dissection was also found. The thrombosis was cleared and a patch was used to treat the dissection. The cause of the dissection could not be determined. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Patient effects of intimal tear/dissection, thrombosis, and pain are known potential adverse events, as listed in the proglide instructions for use. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.